Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed lost sensor and weak signal. The insulin pump's history showed that the customer had a motor error during the priming process. The blood glucose reading was 198 mg/dl. The customer states they are able to complete the rewind sequence. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and to revert to their back-up plan. Nothing further reported.